Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pump battery intermittently depleted quickly. There was no patient involvement, as the pump was being used for demonstration and was not being used on a customer at the time of the reported event. Multiple attempts were made to follow up on the reported issue; however, a response was not received.